Event description:
This ra lead was implanted (B)(6) 2005 and was capped on (B)(6) 2012 due to noise and increased pacing threshold. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).